Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported experiencing a leak from the cannula of the infusion set. Patient stated he experienced high blood glucose level due to the leak; exact reading was not provided and patient was able to self-treat. Infusion set was discarded. No adverse event reported. No product will be returned.